Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor replicate the customer reported complaint of monopolar neutral was not recognized and the monopolar port was not firing. However, visual inspection of the returned unit found the bezel cracked and deep scratches on the top cover. As a precaution, the unit will be returned to the original equipment manufacturer (OEM) for repair.

Manufacturer narrative:
Based on the claim against the product by the customer noting the "monopolar neutral" was not recognized on the iesu generator, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem and confirmed that the error appeared. The fse also identified damage to the cover. The iesu generator was replaced to resolve the reported problem. The system was tested and verified as ready for use. The iesu has been returned for evaluation, but the analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer had to use a 3rd party esu after the start of the procedure due to the iesu's monopolar energy not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the "monopolar neutral" was not recognized. The integrated electrosurgical unit (iesu) generator was rebooted 3 times; however, the issue persisted. The customer used an external esu, using the personality module energy device (pmed) module and the procedure was completed with no reported injury. A review of the logs noted error 25913, meaning iesu error check master failure. Follow-up has been performed to request additional information related to the event. As of the date of this report, no further details have been received.